Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer¿s blood glucose level was 262 mg/dl. Customer was advised to change the set and reservoir to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer advised they had tried all remedies however the no delivery alarm remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery noted. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.